Event description:
It was reported, the patient experienced right sided tingling down the neck and arm. The extension was revised. Upon inspection during the revision, the distal end of the brain lead looked damaged with compromised insulation. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.